Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used on an unknown date. During the procedure, the balloon burst even though the maximum pressure was not reached. The procedure was completed with another cre pro balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.